Manufacturer narrative:
Batch review performed on 21 march 2018; lot 113555: (B)(4) items manufactured and released on 15 december 2011. Expiration date: 2016-10-31 no anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
On (B)(6) 2018 the product director hip has been informed by the surgeon that the patient came in complaining of pain. The surgeon believes the cup is loose. The cause of the loosening is unknown. The surgeon plans to revise the cup and liner with another company's product. No additional information is available. On (B)(4) 2018 we were informed that no revision surgery has been scheduled yet.